Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt340 adult dual heated evaqua breathing circuits failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuits were pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test results for the two circuits were outside of the specification. The leak was found to be coming from the patient end connector. This was confirmed when the subject breathing circuits were immersed in the water bath. Visual inspection revealed that there was not enough glue present in the patient end connector, causing the reported leaks. A lot check revealed no other similar complaints for lot numbers 121109 (device 1) and 130809 (device 2). Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the connector such that it did not form a permanent seal after release for distribution. The user instructions supplied with adult evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions.